Event description:
The caller stated that they intubated the pt with an 8.0 intermediate hi-lo on (B) (6)2010 after receiving the pt into the ICU. The tubes cuff was pretested per protocol. The ventilator settings were: rate 15, peep 8, tv 400. On (B) (6)2010, the ventilator alarmed that it could not deliver the volumes. The pt was extubated and a large hole was noted in the cuff. The pt was reintubated with an 8.0 hi-lo evac. The ventilator settings were set at rate 22, peep 8, tv 400. The caller stated that cuff pressure varied over the day with the pressure being 12-30 during the day and 26 at night. The caller stated that she felt it was the pt's anatomy not a failure of the tube. The pt expired on (B) (6)2010 at 12:30 pm. The caller stated that the pt was maxed out on pressors and developed dic before expiring. The caller expressed that the ett failure was not the cause of the pt expiring but was due to the pt's underlying clinical condition.

Manufacturer narrative:
The lot number is unk and, therefore, the date of manufacture cannot be determined. If the sample is returned, a failure investigation will be performed.